Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, users were unable to login. However, there were no delay to patient care and adverse events or injuries reported based on this incident.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 06-may-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, it was determined that the user was unable to login. A technical support specialist (tss) confirmed the issue was resolved after the hospital information technology (it) team increased the e drive storage to 200g gigabytes (gb) by adding an additional 100gb. The system functioned as intended after the hospital it resolved the issue.